Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes the allegation of loss of aspiration was confirmed. The visual inspection of the device confirmed the stopcock was visibly damaged on one port. Microscope inspection of the stopcock revealed damage of the stopcock port threads and material within the damaged port. Device history record review: it was confirmed this device met specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review performed for the faradrive device confirmed that the event of a bond/material failure of the device during device manipulation is a known event defined in the products risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause traced to intentional off-label, unapproved, or contraindicated use. The evaluation of the returned device identified damage to the stopcock port threads along with the presence of material within the affected area. Comparative analysis of a similar device from the same facility demonstrated evidence of excessive mechanical stress and tool marks, resulting in plastic deformation and cracking of the component. Additional observations were consistent with the introduction of polypropylene, a common medium used in syringes, inside the damaged stopcock port. The totality of these findings supports that the loss of aspiration was most likely the result of off-label user use during procedure preparation.

Event description:
It was reported that during a farapulse procedure to treat persistent atrial fibrillation, a faradrive sheath was unable to be aspirated after a syringe broke off in the luer of the sheath. The sheath was replaced with a similar device, and the procedure was completed. No patient complications were reported. The device has been returned for analysis.

Event description:
It was reported that during a farapulse procedure to treat persistent atrial fibrillation, a faradrive sheath was unable to be aspirated after a syringe broke off in the luer of the sheath. The sheath was replaced with a similar device, and the procedure was completed. No patient complications were reported. The device has been returned for analysis and investigation is still in progress.